Event description:
It was reported that during a lobectomy procedure, the doctor felt difficulty in cutting the tissue at the first firing. It was found after the firing, that the tissue was partially damaged and the staples of the proximal part were not forming the proper b-form shape. Additional suture was performed. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.